Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a right atrial (ra) lead from another manufacturer exhibited noise and an isolated high out of range pace impedance measurement greater than 2000 ohms. All measurements since have been around 400 ohms. The system remains in service. No adverse patient effects were reported.